Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
The customer reported that the ventilator is giving high o2 pressure supply and oxygen not available message when switching from o2 wall source to etank. The customer reported the device was in use on patient, but there was no patient harm.